Manufacturer narrative:
This report is for an unknown nail head elem: tfna lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary visual inspection: the x-ray photo provided by the customer suggest that the lag screw is out of position. The customer complaint was confirmed based on the evidence available. Device failure/defect identified? Yes dimensional inspection: since the device was not returned, a dimensional inspection and a functional test were not able to be performed. Document/specification review the device lot number is unknown; therefore a device history review could not be performed. If more information become available, the record will be re-assessed complaint confirmed? Yes investigation conclusion: the customer complaint was confirmed. This investigation was performed based only on the photo provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot the device lot number is unknown; therefore a device history review could not be performed. If more information become available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent removal surgery of the tfna implants in question. After the implants were removed, it was found that the unknown lag screw was not locked during implantation and this allowed the screw to migrate. The procedure and patient outcome were unknown. This report is for one (1) unk - nail head elem: tfna lag screw. This is report 2 of 2 for (B)(4).